Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor.

Event description:
The customer stated that he was treated by the paramedics for low blood glucose and the reading was 23 mg/dl. Prior to the event, the customer was changing his infusion set and the insulin pump was not priming correctly as it was just shooting the insulin out. The customer stated that he was at work and got distracted, so he inserted the infusion set and accidentally primed a large amount of insulin into his body. The paramedics arrived one hour later to treat him. Nothing further was reported.